Event description:
It was reported that the right ventricular lead exhibited high threshold. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.